Event description:
Boston scientific crm received information that in 2008, the monitoring voltage was 2.61v with a charge time of 18.7 seconds. Technical services discussed extended charge times seen at middle of life and that a charge time of 18.9 seconds would trigger elective replacement indicator (eri) battery status. Boston scientific crm received new information that the device had now declared eri with a monitoring voltage of 2.57v and a charge time of 20 seconds. Technical services discussed the mid-life display of replacement indicators advisory and recommended replacement within 90 days of eri.

Manufacturer narrative:
As of today, available information suggests the device remains in service without further complication. This report will be updated when additional information is received. No adverse patient effects were reported. The device was later explanted and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.